Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting with two xience v stents to treat restenosis of a promus stent implanted in the heavily calcified left proximal circumflex artery. On (B)(6) 2010, the promus stent had re-stenosed again and was treated with a diagnostic coronary angiography and a non abbott drug eluting stent. The patient's condition resolved and was discharged on (B)(6) 2010. There was no adverse patient sequela. Though requested, no additional info was provided. (B)(4).

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.